Event description:
Consumer called for patient. Blood sugar reading was taken and got a 54 reading. Consumer felt fine, however, within a few minutes patient became unconscious. 911 emergency medication technician was called glucagon was administered. Consumer states that "low" for patient is about 40 and is questioning the readings of the logic.